Event description:
A report was received that the pt has had difficulty charging since she underwent a revision in (B)(6) 2010. The pt reported that her ipg depletes more quickly, causing her to have to charge more frequently. The bsn field clinical engineer analyzed the ipg database and discovered that the ipg was exhibiting premature battery depletion. The physician has recommended ipg replacement.